Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the common bile duct to treat a common bile duct obstruction during a choledochoduodenostomy procedure performed on (B)(6) 2022. During the procedure, the stent first flange was attempted to be deployed; however, the flange was not visible under fluoroscopy or eus. The physician then attempted to deploy the second flange and completed step "4" of deployment; however, it was noted that only the first flange was deployed but it deployed inside the duodenum. The stent was removed from the patient partially deployed and a different device was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed for a choledochoduodenostomy procedure to treat a cbd obstruction. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size, that are adherent to the gastric or bowel wall and are free of solid debris. The device is not indicated to be placed in the common bile duct. It was reported that the handle was slightly rotated as the device was luer locked to the scope. Ar code 5191:2457 (use of device issue - user error) has been applied. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block e1: the reported healthcare facility, address, phone and fax number: (B)(6). Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h10: the axios electrocautery- enhanced delivery system was received for analysis; the axios stent was not returned. Media inspection of the photo provided by the complainant showed the stent was partially deployed. Visual examination of the returned device was performed and found the delivery system was returned in position "4". A functional inspection was performed and revealed that the catheter control hub was able to move up and down when the catheter was unlocked by sliding the catheter lock to the right. The catheter was able to pass through the luer without resistance. The stent deployment hub was able to move down to the second and fourth position. A destructive inspection was necessary to identify torsion of the delivery system and no damages were noted. The reported event of stent first flange difficult to position cannot be confirmed because this event occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the instructions for use (IFU) / product label. It was reported that the axios stent was intended to be placed for a choledochoduodenostomy procedure to treat a cbd obstruction. The IFU states, "the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size, that are adherent to the gastric or bowel wall and are free of solid debris." The device is not indicated to be placed in the common bile duct. Furthermore, it was reported that the handle was rotated as the device was luer locked to the scope. The IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. Block h11: blocks b5, and e1 (fax number) have been corrected.

Event description:
It was reported to boston scientific corporation on october 31, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the common bile duct to treat a common bile duct obstruction during a choledochoduodenostomy procedure performed on (B)(6), 2022. During the procedure, the stent first flange was attempted to be deployed; however, the flange was not visible under fluoroscopy or eus. The physician then attempted to deploy the second flange and completed step "4" of deployment; however, it was noted that only the first flange was deployed but it deployed inside the duodenum. The stent was removed from the patient partially deployed and a different device was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed for a choledochoduodenostomy procedure to treat a cbd obstruction. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size, that are adherent to the gastric or bowel wall and are free of solid debris. The device is not indicated to be placed in the common bile duct. It was reported that the handle was slightly rotated as the device was luer locked to the scope. The axios stent and electrocautery-enhanced delivery system directions for use states that, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The handle should be kept stationary.